Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned to date. Additional due diligence attempts are ongoing for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, bobby-balloon was prepped according to IFU. During test and fill/inflate the balloon with saline and contrast, it did not ¿fill¿ with air as is usually does. The balloon did fill up with saline and contrast; however, as it should. Deflated the balloon; however, unfortunately without checking leakage. Before first pass with sr we did use fluoroscopy and saw then the balloon had deflated automatically. Tried to inflate again with same result. We did first pass aspiration and the thrombus was removed, so we did this then without any bgc inflated. It was thought there might be a rupture in the balloon. There was no harm to the patient. Type of surgery being performed and treatment site: cerebral thrombectomy.